Manufacturer narrative:
Product event summary- the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that during a device replacement procedure, the physician experienced a setscrew problem when connecting a new device to the existing right ventricular (rv) lead. During the first attempt to connect, high impedance and noise were visible on the rv channel. On a second attempt to connect, the physician commented that the setscrew "did not feel right". Finally, the physician loosened the setscrew again and reseated the pin with visual confirmation; tightening the set screw with torque wrench and attaining two audible clicks. Normal impedance measurements were noted, with no visible noise. The device and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 lead, implanted: (B)(6) 2001. (B)(4).